Event description:
Additional information: age:6 years height: 100 cm weight: 26 kg notice: the returned product is another as in the initial report.

Manufacturer narrative:
Update: a2, a4, d4, d6, d9, h4 visual inspection: the following observations were made during the visual inspection: - biologically contaminated delivery liquid (mold growth) results: due to the condition of the shunt system upon receipt we are unable to investigate it. We would like to point out that the returned product was biologically contaminated at the time of receipt. The valve was explanted on (B)(6) 2021. Due to this fact, the device is completely changed in his condition. For hygiene reasons and the condition of the device, it was not possible for us to performed a valid investigation. Testing of these valves in this condition are of limited value. The product characteristics may be influenced by this growth of mold. Here, a check is not possible because the residues of mold could be already come within the valve and influenced the characteristic of the valve. In the future please be sure to send the products a little bit faster, submerged in liquid (recommendation: isotonic saline solution, see questionnaire) to our complaints department. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
When following/additional informations are provided, a follow up will be submitted.

Event description:
It was reported that there was an adjustment problem with a progav 2.0 valve. No further patient informations.